Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated, the reported issue was observed. The upstream pressure sensor was replaced. While the reported issue was confirmed, an exact root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. In addition, please note on 28aug2023, b. Braun medical inc. (Bbmi) submitted correction/recall 2532083 08/17/2023-003-c to the united states food & drug administration in accordance with 21 cfr 806. Bbmi will be replacing the upstream occlusion sensors of specific serial number devices due to the potential for false occlusion alarms.

Event description:
As reported by the user facility: the reporting facility indicated the device has an issue related to the ongoing occlusion sensor field correction.